Event description:
It was reported that post-surgery, it was observed that the foot control device had "debris/water in the oil chamber". It was unknown if there were delays to a scheduled surgical procedure. The reporter stated that there were multiple identical spare devices available for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which confirmed the reported condition. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.